Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 107 which was reproduced at power up. System error 107 was confirmed through review of the event history log. This was caused by a failed upper auxiliary. The upper auxiliary was replaced to correct this condition. .

Event description:
It was reported that a spectrum pump displayed system error 107. It was also reported there was no patient injury.